Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that before sedation the gastrointestinal videoscope had error code b30 (scope communication error). The issue was found during a therapeutic egd (esophagogastroduodenoscopy) procedure was completed with an olympus back-up device. There was procedural delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue at air-water cylinder and channel. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to component failure. However, the most probable cause of the white residue at air-water cylinder and channel could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.